Event description:
Caller reported an issue with incorrect pump time, although the cause was unknown. There was no adverse impact to the customer's blood glucose level, with values remaining within normal range. Technical support assisted in updating the pump time and advised monitoring for any future discrepancies, resolving the issue without requiring further follow-up.